Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 28, 2018 that a flexiva 200 tractip laser fiber was to be used in a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during preparation and outside the patient, when the package was opened, the fiber was already broken near the connector. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.